Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer states that buttons may have been pressed while driving. Customer's blood glucose was 238 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.